Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an omega stent delivery system (sds) with stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secure on the balloon. Microscopic examination presented no damage or irregularities to the stent. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft of the device. Microscopic examination revealed that the distal tip was damaged. Microscopic examination presented no damage or irregularities to the markerbands. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 72% stenosed, 10mmx40mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and severely calcified right coronary artery (rca). Following pre-dilation with a 4.0x20mm maverick balloon catheter, a 12x4.00 omega¿ stent was advanced but was unable to reach the target lesion. The stent was removed and the it was noted that the tip of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 72% stenosed, 10mmx40mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and severely calcified right coronary artery (rca). Following pre-dilation with a 4.0x20mm maverick balloon catheter, a 12x4.00 omega¿ stent was advanced but was unable to reach the target lesion. The stent was removed and the it was noted that the tip of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.